Event description:
A (B)(6) supplier reported to the MFR that an m-series heated humidifier system and an associated continuous positive airway pressure (CPAP) device were fused together after a failure of the heated humidifier. No pt or user harm or injury was reported. The humidifier and CPAP device were returned by the (B)(6) for evaluation. The heated humidifier was evaluated and the customer's report of an electrical burning odor was confirmed. Two voids in the device's housing were also observed.

Manufacturer narrative:
Humidifier, respiratory gas (direct pt interface). An internal examination of the device revealed thermal damage to its printed circuit assembly (pca). The thermal damage to the pca was isolated to an area proximal to its j3 connector assembly. The two voids in the device's housing, one each in the upper and lower housing assemblies, were directly above (upper housing void) or below (lower housing void) the failed pca j3 connector assembly. Based on these proximities and a visual examination of the failure it is concluded these voids were caused by the pca j3 connector assembly failure. It is further concluded that the device's ul94vo flame retardant rated housing was effective in minimizing the involvement of the device's housing in the thermal event. Evaluation of the CPAP device returned with the humidifier revealed minor warping to its housing. This warping of the CPAP device's housing was adjacent to the area of the humidifier that is concluded to have been damaged by the j3 connector assembly failure. Testing of the CPAP revealed it operated to design specifications. Based on these findings, it is concluded that the CPAP device was only passively involved in the reported event, and was not a cause or contributing factor in the humidifier failure. The CPAP device is, therefore, listed as a concomitant medical product. Based on the investigation results available at time of this submission, the MFR believes the problem associated with this MDR report is an issue they have previously identified, investigated and reported to the FDA. This report to the agency was made in accordance with 21 cfr, part 806, in a march 2, 2009 communication to the (B)(4) district recall coordinator (remstar m-series heated humidifier system, report of correction). At the time of this MDR submission, the agency has not yet communicated the number they have assigned to the action taken by the MFR that is identified in the march 2, 2009 communication. The MFR will file a follow-up report when their investigation is completed and the issue is confirmed to be that identified in the march 2, 2009 communication to the agency.